Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse suspect possible da board issue. Provided part and dispatched for onsite service. The field service engineer (fse) could find no error codes in the drpta to address customers concerns. Attempted to reproduce the complaint. The fse performed high pressure test, system leak test, pressure accuracy, flow test, flow accuracy test for air and o2, o2 and air mix. All tests passed. Could not reproduce the error.

Manufacturer narrative:
The data acquisition (da) pcba was returned to the failure investigation lab (fi). A visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The fi technician installed the da pcba into a fi ventilator to duplicate the reported issue. The da pcba was tested, and no failures were identified.

Event description:
The customer called into technical support (ts) reporting that the device pressure reading fluctuates while in use. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse suspect possible da board issue. Provided part and dispatched for onsite service. Further information is pending.